Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a baxter employed health care professional in (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on that same day for the reported event. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient started treatment with vancomycin injection 1g, once, every 5th day and fortum 1g per bag ip for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.